Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone to report a rewind anomaly. The customer did not provide their blood glucose value at the time of the incident. The customer reports insulin squirts out from the back of the reservoir also, noticed while pushing the reservoir with the plunger it seems to be oiled. The customer successfully completed the rewind sequence with a new reservoir. The insulin pump passed the self-test. The customer stated this is same issue that happened a month ago and believes the issue could be related to the reservoir. The customer was advised to call back if the issue persists.